Event description:
It was initially reported by the patient that he was having an increase in seizures above pre-vns baseline over the last three months. Diagnostics done at the patient's last office visit (3 weeks ago) showed everything working within normal limits. Follow up with the treating physician revealed that the increase in seizures has been increased by 50 percent. Physician believes that the increase in seizures is related to the low vns battery as nothing has changed over the last few months. There have been no medications change or vns settings changes. Physician believes that the vns battery is running low and is causing increase in seizures even though battery is not at end-of service (eos). Physician stated that the patient has had a good seizure control with vns and now is showing increase in seizures all of a sudden. Patient will likely have a battery replacement surgery.